Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, during normal use of the monopolar curved scissors instrument, the tip cover accessory fell off of the tip/orange part of scissors into the patient. The robotics coordinator stated that the surgeon was unaware of why the tip cover had come off so easily. The site does use electrolube for their cases. As soon as the tip cover fell off into the patient, it was immediately retrieved with a laparoscopic grasper. The procedure was completed robotically as planned with no further complications.

Manufacturer narrative:
The tip cover accessory was not returned. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument passed the recognition and engagement tests and moved through full range of motion in all directions without issues. The instrument also passed the electrical continuity test. However, the tip cover was not returned with the instrument for failure analysis. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems. The tip cover was not returned however the tip cover falling off could be attributed to improper installation on the mcs instrument. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Manufacturer narrative:
H8 was updated to initial use to align with the primary product.

Event description:
Refer to h11 for follow-up information.